Manufacturer narrative:
The complaint could not be confirmed. The unit operated normally during evaluation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during demonstration, the console screen is freezing and could not access video library. There was no patient involved.